Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported and is known to cause the reported alarm. The location and cause of the leak was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of six of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. The technical service representative assisted with ending therapy and restarting therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.